Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389028101, lot# b0133725k, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative that high impedances were measured. A revision was done to check the connection between the lead and extension on each side. There was no insulation found between the contacts of the leads. The patient did not have any deep brain stimulation at the time of this report. The hcp cut the upper part of the leads and left the rest implanted. The cause of the event was unknown and there were no external factors. The patient's leads were connected to another manufacturer's device. The issue was not resolved at the time of this report. The patient was alive with no injury.

Event description:
Additional information received from a manufacturer representative reported the patient was reimplanted with a system from a different manufacturer.

Manufacturer narrative:
See also mfg. Report no. 3007566237-2016-03129. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the cause of the lead damage was unknown. The patient did experience a "rip" fracture and loss of therapy. Reprogramming was attempted without beneficial effect. Interventions were noted as replacement of the whole system; however, the patient was still waiting for surgery.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389028101, lot# j0120807v, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the left lead was programmed to 2-, 3- at 5.3 ma, 62 usec, and 160 hz and the right lead was programmed to 2-, 3- at 4.9 ma, 62 usec, and 160 hz on (B)(6) 2016. The implantable neurostimulator (ins) battery was okay at that time. On (B)(6) 2016, the ins was at recharger now status and programming was the same. On (B)(6) 2016, the left lead was programmed to 4- at 0 ma, 62 usec, and 160 hz and the right lead was programmed to 4- at 0 ma at 62 usec and 160 hz. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.